Event description:
The product broke off in the patient, but was retrieved. There was no harm to the patient.

Manufacturer narrative:
The product was not returned to the manufacturer. Breaking the jaw of this instrument has been investigated and trended. A corrective action was implemented where the shear pin was redesigned to have a higher heat treatment which should ensure that if a failure occurs, it will be the shear pin that breaks and not the instrument jaws. The lot number on this particular product shows that it was manufactured before the corrective action changes were implemented to the product line. No further corrective or preventative actions are needed at this time.